Event description:
The customer reported the device alarmed and displayed codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use therefore there was no patient involvement or harm. The field service engineer (fse) replaced the data acquisition board and the reported problem was resolved. The unit is now back in service.

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 02/11/2015. Conclusion / root cause: this da board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).